Event description:
The customer reported being hospitalized due to low blood glucose of 32 mg/dl. The customer stated that his glucose level went high, and he changed the infusion set. The customer gave a manual injection of 25.0 units, and then his glucose level dropped. The customer stated that he was experiencing unexplained high glucose for the past day. The customer's most recent glucose reading was 284 mg/dl, and he has treated with the insulin pump. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that he still has the reservoir icon measuring a full reservoir, when he has 236.80 units left. Ran a fixed prime test and passed. The customer stated that he changes the infusion set every seven days or more. Advised the customer to change the infusion set every two to three days. The customer stated that the insulin pump was exposed to x-ray machine at the airport. Performed a displacement test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore considered this report complete to the best of our knowledge.